Event description:
It was reported by a family member that the patient was deceased and died after ineffective rescue. The death was reported by the family member as due to cardiac disorder, with no specific reported. The death occurred approximately 11 months after implant of an implantable pulse generator (ipg). It was noted that the family was unwilling to disclose any additional information. The exact cause of death is unknown and no further information is available.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).